Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received the drive support cap notice. Caller reported that drive support cap was sticking out and did not realized it until after notice was received. Customer's blood glucose was 42 mg/dl. Customer was advised that insulin pump would need to be replaced.